Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and graphic user interface (gui) to breath delivery (bd) cable, which resolved the reported issue.

Event description:
It was reported that a ventilator experienced a malfunction and displayed an error code. There was no patient involvement.